Event description:
An international dealer reported that the "alarm sound can not work normal". The unit was on a pt at the time of the reported malfunction. There was no harm. The alarm was not reported to have been sounding. A repair work order was submitted by the international dealer who reported that when international dealer checked the speaker and found the speaker can not work any more. When international dealer replaced a speaker, the unit is normal." The alarm capacitor was replaced to correct the problem. There was no pt harm. No further action planned at this time.